Event description:
Indication - selective deficiency of immunoglobulin g [igg] sub classes used with hizentra, patient stated that 2 of the lines for her 4 site needle set was defective. No issues in the past. The medication was not flowing in 2 of the lines. Rph advised to reship the needle set. Solicited call, no further information provided. Reported to (B)(6) by patient/ caregiver.